Manufacturer narrative:
Investigation summary the complaint of "correlation/repro/discrepant result" was reported against the bd max instrument, catalog number 441916, serial number ct1925. Customer reported receiving three different results on three different samples test from the same patient on certest sars cov2. The first sample has a result of n1 neg and n2 pos on 12feb2021. Second sample has a result of both n1 and n2 pos on 15feb2021. Third sample has a result of neg on 17feb2021. Customer reviewed the curves and it shows true amplification. Root cause cannot be determined with the information provided. Complaint is unconfirmed. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument installation ,and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text.

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2 a false positive result was obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. Assays used: certest sars cov2.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2 a false positive result was obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. Assays used: certest sars cov2.